Manufacturer narrative:
Zimvie complaint (B)(4). G4: additional 510(k) number is k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation.

Event description:
It was reported that the implant was removed due to infection, mobility, bone loss, bleeding. Tooth #3 (universal). Symptoms as a result of the event: abscess, inflammation.

Event description:
Customer confirmed that this event concerns tooth #2 (universal).

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2024-00348. Customer confirmed that this event previously, incorrectly reported for tooth #3. That has now been corrected. The following sections are being reported: b5. Describe event or problem is corrected. H2: if follow-up, what type. H10: additional narratives/data.